Event description:
During a performance test, the device was programmed to deliver 500 ml/hr. The device delivered 650 ml/hr.

Manufacturer narrative:
Multiple delivery tests were performed on the device in question. During the first test. The device was programmed at a rate of 100 ml/hr with a target volume of 40 ml. The device delivered 40.6 ml. During the second delivery test, the device was programmed at a rate of 500 ml/hr with a target volume of 500 ml. The device delivered 496.7 ml. The device was performing as intended and the delivery amounts were within specification of 5% of the target volume. Prior to november 19th, 2013, walkmed infusion's risk analysis did not deem an over infusion of 25% - 49% as reportable. However, the risk analysis was amended on november 19th to deem an over infusion greater than 25% as a high risk, thus requiring a medical device report. A retrospective review of walkmed infusion's complaint history (since january 1st, 2012) was performed, and this event has been deemed reportable to the food and drug administration (FDA). This submission is late as this event was reported to walkmed infusion prior to the amendment of walkmed infusion's risk analysis.